Manufacturer narrative:
The probable root cause was attributed to the contamination pertaining to the insertion switch assembly.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, one of the buttons of universal surgical manipulator (usm4) was not working on the patient side cart (psc). Customer did not know which button was non-functional. An intuitive surgical inc., (isi) technical support engineer (tse) reviewed the system logs and noted error 27745 logged on usm4 patient clearance button. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure with no further information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm4) on the patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. The usm was returned for failure analysis, and the reported issue was confirmed and replicated. In logs, the 25745 error was found indicating the patient clearance down button is unstable; confirming the fault occurred in the field. Upon visual inspection, fluid intrusion was found on the insertion switch assembly that would be related to the reported event. The usm was installed onto a golden system where the usm was found to be failing the tornado down button tests, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the tornado down button was found to be failing. Once testing was completed, the insertion switch rocker assembly was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that insertion switch assembly was found to be the root cause of the reported event.